Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Fms control number is not available. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that the fms silicone catheter, while in use, appeared heated; melted and bubbled in the area from the balloon to the irrigation port. The device was inserted on (B)(6) 2014 related to pt developing diarrhea while on antibiotics, and the fms was functioning and draining stool. The device was discontinued on (B)(6) 2014 and replaced with a new fms signal.